Manufacturer narrative:
Product analysis: at analysis it was determined that the programmer stylus was out of specification mechanical. It was noted that 2 of the upper/lower bullets were missing and 2 of the upper/lower bullets were worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required unspecified repairs. No additional information was available. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus subsequently tested out of specification during manufacture's analysis.